Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Return parts were not available. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the investigation, the cell-dyn ruby software algorithm is performing as designed when presented with samples containing interfering substances and conditions, in this case, giant platelets. Therefore, this complaint was due to a sample specific incident. Based on the available information no product deficiency of the cell-dyn ruby analyzer, list number 08h67 was identified.

Event description:
The customer indicated that falsely decreased platelet results were generated while using the cell-dyn ruby analyzer which resulted in an unnecessary platelet transfusion. The customer provided the following results (10x9/l): the initial result was generated on a different analyzer (documented in manufacture report number 2919069-2016-02126): (B)(6) 2016 (22:05) sid 7059177: 1.53. The retest was run on the analyzer documented in this report: (B)(6) 2016 (22:22), sid (B)(6): 2.10. The patient received the transfusion on (B)(6) 2016 at 1:20 am. After the patient received the transfusion the blood film from specimen ID (B)(6) was reviewed by the clinical haematologist; it was indicated that they observed giant platelets and estimated the actual platelet count to be 50 x10x9/l. A new specimen was collected on (B)(6) 2016, after transfusion, generating a result of 86.2. On (B)(6) 2016, the patient returned to the laboratory and was retested. Sid (B)(6)generated a result of 2.65 10x9/l. This result was not reported outside of the laboratory. A hematologist completed a manual count and estimated it to be 60 x10x9/l, documenting the presence of giant platelets. It was documented there was no adverse impact from having received the transfusion.